Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during preventive maintenance that the cs300 intra-aortic balloon pump (iabp) unit had connector broken. There was no patient involvement reported.